Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated the reported single leaflet device attachment appears to be related to patient morphology/pathology and user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 in turned thorax anatomy. Echocardiographic visibility was very poor. The clip was implanted and the mr was reduced to <1; however, after clip deployment, it was observed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 1-2. Due to good mr reduction and the small anatomy, the decision was made to finish the case without any further clip placement. In the physicians opinion, the difficult echocardiogram view contributed to the slda. With the one clip implanted, mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.